Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a the system monitor displaying incorrect speed was not able to be determined. The system monitor serial number (B)(6) was not returned for evaluation. The customer reported that restarting the monitor solved the problem. No further issues have been reported for the system monitor. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. How to use the system monitor is addressed in heartmate 3 instructions for use, rev f, under section 4 ¿system monitor¿, if the system monitor does not work, please contact the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor showed a speed of 1450rpm and no pulsatility index while the patient was set at a speed of 5200rpm. All parameters were normal on the system controller review. The system monitor was turned off and unplugged to reset. Once plugged back in, the screen showed the correct parameters. History was reviewed without any issues or alarms noted. The nurse was still concerned about the system monitor therefore it was swapped to a different one.